Manufacturer narrative:
The device was not returned for analysis. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that the device sterility was compromised. An advantage balloon catheter inflation device was selected for use. During unpacking, it was noted that the device did not open properly from the package and became unsterile. The device was unable to be used, so a different device was opened. No patient complications were reported.